Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7328821, medical device expiration date: 2020-12-31, device manufacture date: 2017-11-24, medical device lot #: 8009905, medical device expiration date: 2020-12-31, device manufacture date: 2018-01-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with leakage. It was stated ¿blood passes through the flash chamber and pools in the larger chamber. The user states this is compromising the quality of the blood flow. The customer is a new user of the eclipse signal needle and states the first tube drawn (coagulation) is popping out after the entry sometimes to the extent that it nearly leaves the holder.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with leakage. It was stated ¿blood passes through the flash chamber and pools in the larger chamber. The user states this is compromising the quality of the blood flow. The customer is a new user of the eclipse signal needle and states the first tube drawn (coagulation) is popping out after the entry sometimes to the extent that it nearly leaves the holder.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for no flash, tube push off, and blood pooling within the flash chamber with the incident lot were not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the reported issues were not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issues of tube push off and blood pooling within the flash chamber through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure modes for no flash, tube push off, and blood pooling within the flash chamber with the incident lot were not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: no flash: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Tube push off: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented. Blood pooling within the flash chamber: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions have been implemented. CAPA (B)(4). Rationale: no flash: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Tube push off: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Blood pooling within the flash chamber: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with leakage. It was stated ¿blood passes through the flash chamber and pools in the larger chamber. The user states this is compromising the quality of the blood flow. The customer is a new user of the eclipse signal needle and states the first tube drawn (coagulation) is popping out after the entry sometimes to the extent that it nearly leaves the holder.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.